Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was determined that the fibertak soft anchor sheath of the suture assembly of the knotless fibertak¿ with #2 suture had broken and not returned. The sutures were observed to be frayed. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to improper bone preparation and/or misaligned insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a labrum surgery the anchor could not be pulled through. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.